Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt (stand alone) connector was blocked and caused flow issues during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the connector was found to be blocked during the exhaust process. Bd5ml direct injection syringe was used".

Event description:
It was reported that the ll vlv adpt(stand alone) connector was blocked and caused flow issues during use. The following information was provided by the initial reporter, translated from chinese to english: "the connector was found to be blocked during the exhaust process. Bd5ml direct injection syringe was used".

Manufacturer narrative:
H.6. Investigation summary: a 2000e china sample was not available for investigation of this feedback. The connecting product in use at the time of the customer's experience was not returned to assist the investigation, however the customer indicates that it was a bd 5ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055880 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china device in the past 12 months. H3 other text : see section h.10.